Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled " arthroplasty in patients with rare conditions segmental fractures of the neck of femur: fix or replace?" Literature article entitled "segmental fractures of the neck of femur: fix or replace?" Written by stef biesemans and wim vandesande. Published by arthroplasty today published online/accepted by publisher 7 mar 2021 was reviewed. The article's purpose was to report the case of a (B)(6) year-old man who suffered a compound subcapital femur fracture type garden IV and an ipsilateral multifragmentary greater trochanter fracture from severe crush trauma. A pinnacle c-stem was implanted along with k-wire to address the fracture. At 4-months post-operatively the patient was experiencing some pain and walking difficulty. The surgeon surgically removed the k-wire to address pain and walking difficulty. 6-weeks post surgical intervention the patient was experiencing no pain. There is no evidence of revision of the depuy products. Radiographic images can be found on pages 2, 3, and 4. Depuy products with known adverse event(s): femoral stem - c-stem x 1, unknown depuy head x 1. Adverse events: pain and walking difficulty requiring surgical removal of k-wire.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.